Event description:
During blepharoplasty, when needle tip of electrocautery came in contact with eye, there was an instantaneous ignition/flame. Extinguished by surgeon & tech. Pt left with burns to eyebrows & surface skin.